Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height 6.2 drawer failed due to the faulty controller board and pcm, which resulted in a complete shutdown of the station. A field service engineer resolved the issue by replacing the controller board and pcm together, and confirmed that the service was restored. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system was completely down, and the customer had tried to turn it off and back on, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.